Event description:
It was reported that the 9900 system continued to fluoro after the fluoro switch was released. A new image was also displayed when this occurred. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep installed a new gib board and reloaded the software. The system operates as intended.